Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On july 07th 2020, senseonics was made aware of an adverse event where user experienced infection symptoms on insertion site.

Manufacturer narrative:
User experienced infection symptoms at insertion site.potential for development of infection at the sensor insertion site is a known and anticipated potential adverse effect. No additional investigation was found necessary.a review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. No further investigation is required. H3.device evaluated by manufacturer?no,other. H6. Health effect - clinical code updated to 2330,1930, h6. Health effect -impact code updated to 4614, h6. Medical device problem code updated to 2993, h6. Component code updated to 510, h6. Type of investigation updated to 4111, h6. Investigation findings updated to 3221, h6. Investigation conclusions updated to 22.